Event description:
It was reported that the guardian device disconnected continuously. The caller stated that the problem was not due to the sensor but from the device itself. The blood glucose reading was 169 mg/dl. The caller stated that the device alarmed disconnect. Nothing further reported.

Manufacturer narrative:
The device was received with a failed battery test due to a corroded battery tube. Failure analysis was unable to verify the disconnect alarm or radio frequency communication anomaly due to the failed battery test.